Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the patient experienced a stroke affecting speech. The condition is deteriorating. The patient remains hospitalized on mechanical ventilation. Reportedly, the patient has other pre-existing conditions and it is unknown if this event was caused by the carotid stenting procedure or another comorbidity. Additionally, the patient has a history or atrial fibrillation and is not being treated with coumadin. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. There was no device malfunction. Stroke is a known possible adverse event associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.